Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose reading displayed as ¿high.¿ customer delivered correction bolus using pump to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.